Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode was noted to be superficial and resulted in discomfort for the patient. An invasive procedure was performed. The electrode was successfully repositioned. No additional adverse patient effects were reported.